Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events that appeared to be consistent with the patient's previously documented short-to-shield. The account reported that the patient was in the emergency department at the time of the events and the nurse believed that the patient was placed on a grounded patient cable. Additionally, a specific cause for the observed elevation in pump power and flow could not be conclusively determined through this evaluation. The submitted log files recorded several low speed and pump stop events on (B)(6) 2024 while the patient was supported by the power module (and likely a grounded patient cable, as reported by the account). Additionally, a slight and transient elevation in pump power was observed on (B)(6) 2023 which was recorded during a pulsatility index (pi) event. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4, "system monitor", explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿ (under pump performance monitoring) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5, ¿alarms and troubleshooting,¿ addresses system controller alarms and how to respond to such events. Furthermore, the heartmate ii unshielded power module patient cable IFU rev. C is currently available. This document, under ¿¿caution¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power modular patient cable to connect to the power module.¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's short to shield is reported under MFR #s: 2916596-2019-02962 and 2916596-2020-04232.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low flow alarms and low speed alarms occurred on (B)(6) 2024. The patient's driveline had a pre-existing short to shield. The event log files captured multiple low speed advisory and pump stop events on (B)(6) 2024 from 10:03 to 10:05. The speed dropped to as low as 0 rotations per minute (rpm). These issues occurred on the patient cable and power module. The relative state-of-charge (rsoc) voltages were consistently low on the patient cable. The event log files also captured a couple elevations in power and flow associated with pulsatility index events. The patient was placed on a grounded cable in the emergency department but there was no documentation. The patient was then placed on an unground cable.